Event description:
Difficult to flush saline, hub disconnected from plastic sheath and stent would only deploy 50%. Able to place stent after the wire guide was cut with wire cutters and plastic sheath cut with a scalpel.